Event description:
The reporter stated that when starting catheter care, the nurse noticed the tip of tego was torn. Multiple issues with tearing were reported, despite repeat education regarding not over tightening. The date that the event occurred was not reported. A medwatch voluntary report #: mw5170996 was received on 13-jun-2025, which stated ¿it was reported to fresenius medical care via email that when starting catheter care, nurse noticed tip of tego was torn. We are having multiple issues with tearing, despite repeat education regarding not over tightening. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).¿ additional event information obtained from ufmw: the initial reporter asked to remain confidential.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending. Additional contacts: (B)(4) post market surveillance specialist, fresenius medical care north america, 920 winter street, waltham, ma 02451. (B)(4). (B)(4). Registered nurse, 951 dunbar village plaza ste a07 dunbar wv 25064 united states, (B)(4).

Manufacturer narrative:
The complaint of tip of tego was torn on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. D9 - device available for evaluation: no.